Event description:
A physician reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the pt presented with decreased bcva. Preoperatively, the pt's bcva was 20/40 and mrse was -3.25 + 0.50 x 015. One month postoperatively, the pt's mrse improved to -1.00 sphere, however, the bcdva decreased to 20/50 and an iol exchange was performed. A different lens model and diopter was implanted and the pt's bcdva decreased further to 20/400. The surgeon believes the decreased vision is attributable to epiretinal membrane. The pt is being treated with steroids and nsaids and the prognosis is good.

Manufacturer narrative:
The physician believes the decreased vision is a result of epiretinal membrane. It is unk when this condition was first present or what triggered the epiretinal membrane, since it is multifactorial in origin.